Manufacturer narrative:
UDI -- unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the patient, approximately 2 months post implantation of an unknown hakim valve without siphonguard, the patient has peritonitis.